Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had issue with insulin pump. The customer blood glucose level was 323 mg/dl at the time of incident. Customer was assisted with troubleshooting. Customer states parameters were entered correctly. Customer states the correction bolus was incorrect. Customer states the blood glucose value was entered correctly, carbs were entered correctly and bolus estimate was adjusted. Customer states their blood glucose level was high with the bolus wizard and also treated with the insulin pump. The device will be returned for analysis.